Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.

Event description:
Reported approximately 30 false sars negative results; patients were symptomatic and asymptomatic. The customer communicated the results were confirmed positive by molecular (pcr testing).